Event description:
It was reported that the patient was having heart rates lower than the programmed rate on the pacemaker. The patient's heart rate was reported as 33-47 beats per minutes at times. It was suggested that this was due to the patient's intrinsic rhythm and premature ventricular contractions. No changes have been made and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4951m implantable pacing lead (B)(6) 2011. (B)(4). The device remains in use and will not be evaluted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.